Event description:
It was reported that revision of right hip due to stem subsidence. The surgeon stated intraoperatively that the stem was solid and did not explant the stem. The head was exchanged and no other devices were removed.

Manufacturer narrative:
It was noted that the device is not available for evaluation because the hospital retained it. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device eval: hospital retained device.

Event description:
It was reported that revision of right hip due to stem subsidence. The surgeon stated intraoperatively that the stem was solid and did not explant the stem. The head was exchanged and no other devices were removed.

Manufacturer narrative:
An event regarding revision involving a ceramic head was reported. The event was not confirmed. Device evaluation could not be performed as the reported device was not returned. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided.